Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The reported event was unable to be confirmed despite review of provided x-rays. Review of the x-rays suggested possible evidence of early loosening involving the medial and lateral tibial plateau. There was also suggestion of possible periprosthetic fracture involving the lateral femoral condyle as well as poly wear with metal on metal appearance. Although the x-rays were suggestive of these findings, there was no additional information provided from the reporter to further confirm the event. A review of the device history records was unable to be performed as part and lot number were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has not indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-05151, 0001825034-2019-05152, 0001825034-2019-05153.

Event description:
A patient has been indicated for a knee revision arthroplasty for unknown reasons. No additional information is available at this time.